Event description:
It was reported the wrench would not engage with the setscrew, at implant attempt. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. However, grommet damage was noted, and grommet material was found in the setscrew socket.